Event description:
It was reported that, during pancreaticoduodenectomy (pd), the handpiece had no seal after 30 minutes of use. There was a sound of seal completion, but there was no evidence of energy supply. It was also noted that the handpiece jaws cannot be opened or closed. It was applied to the adipose (fat) tissue when the issue occurred and was forcibly opened to be removed. The jaw area was cleaned every time it gets dirty. The knife blade was not extended nor protruded beyond the jaws. Another handpiece was used with the same generator and it worked fine. There was no bleeding and there was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pancreaticoduodenectomy (pd), the handpiece jaws cannot be opened or closed after 30 minutes of use. It was applied to the adipose (fat) tissue when the issue occurred and was forcibly opened to be removed. The jaw area was cleaned every time it gets dirty. The knife blade was not extended nor protruded beyond the jaws. Another handpiece was used with the same generator and it worked fine. There was no bleeding and there was no patient injury.